Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that bilateral toric intraocular lenses (iols) were implanted in a (B)(6) male patient. Reportedly, seven days post-op the iols were noticed rotated and the patient's vision was not good. Od (oculus dexter - right eye): implanted at 70 degrees and at 7 days post op was at 85 degrees. Os (oculus sinister - left eye): implanted at 101 degrees and at 7 days post op was at 110 degrees. Post-op refraction od: +0.75-2.00x18 (right eye), visual acuity post-op od: 6/18 +2. On the (B)(6) 2017 the lens in the patient's right eye was repositioned. No incision enlargement, no suture used and no vitrectomy was performed. The patient was reported seeing well and no additional interventions were scheduled for the patient. This report is to record the lens repositioned in the right eye, serial number (B)(4).